Event description:
Physician reports rupture of device. This relates to the left device. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: creases are observed, deformation is observed, wear abrasion is observed. No further actions are required, as the device was implanted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade iii. Clarification to a2: patient dob: (B)(6) 1984.

Event description:
Healthcare professional additionally reported, left side capsular contracture, baker grade iii. And no rupture.